Event description:
It was reported that during insertion of the iab, it passed through the sheath, but could not be advanced past the pt's iliac. The iab and spring wire guide were removed as a unit. There were no pt complications.